Event description:
The user facility reported the cutter was making a noise while cutting at the end of surgery. It was reported that the cutter emitted a "strange sound" then ceased cutting; however, aspiration continued. Surgery was completed with no pt injury.

Manufacturer narrative:
One 25 ga vit cutter was returned in a plastic biohazard bag. The original packaging was not returned. The lot number could not be verified, therefore, the device could not be identified to the specific event. Visual inspection noted the needle was straight, the port window was in the opened position and there was fluid in the lines. A functional test was performed revealing the rear seal between the inner rear aspiration tube and the pressure cavity were not as expected. Further investigation has been requested. Should add'l info become available, a supplemental report will be submitted. Report 1 of 2.